Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the auxiliary drawers 4.1 and 4.2 had not been detected on the bus, and auxiliary drawer 5 had failed to close when used by the user. A field service engineer (fse) found worn retractor band in drawer 4-1 had been replaced. The area under the pockets was checked for debris and cleaned as necessary. Fse found in drawer 5, an enhanced full-height cubie drawer in the auxiliary, the drawer was not detected as closed. Fse was found that the magnet had fallen out of the inseparable latch, so the latch was replaced. Fse checked all the controllers, and in drawers 2-1 and 2-2, one capacitor was missing from the pyxibus module controller (pmc), while the other was very loose. Fse replaced the pyxibus module controller for drawer 2 was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 and 4.2 was not detected on bus and drawer 5 was failed to close by user. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 and 4.2 was not detected on bus and drawer 5 was failed to close by user. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.